Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the device had logged an event code into the device's memory. Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported fauilure was due to a resistor, designator r21, on the therapy pcb assembly, that was burned and prevented the device from delivering defibrillation therapy.

Event description:
It was reported to a physio-control sales representative that the customer's device displayed the service indicator and had logged an event code into the device's memory. This happened directly after treatment of a patient, during which a 200 joules shock was delivered by the device. The user decided to turn off the device directly after the service indication showed. During further evaluation it was observed that the device was no longer able to provide defibrillation therapy. There was patient use associated with the reported event, however it was confirmed that the patient was treated successfully and was ok after the treatment and that the service indicator was displayed first after the patient was treated.